Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to a fractured liner. It is further reported that on radiographic images, the head appeared to be articulating with the shell itself.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The femoral head was reported under a different manufacturer. Patient was implanted in 2008, the exact date is unknown. Concomitant medical products: unknown kinectiv stem. Device 2 of 2 reference MFR. Reports: 0001822565-2016-01898-2 & 0001822565-2017-01130.

Event description:
It is reported the patient was revised due to a fractured liner. The femoral head, fractured liner and taper adapter were removed and replaced. It is further reported that on radiographic images, the head appeared to be articulating with the shell itself.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.